Event description:
Boston scientific crm received information that a longevity estimate was requested for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) inquired what was the monitoring voltage at 27 months of implant, so as to provide a more accurate estimate of remaining longevity as well as if the shortened replacement window advisory was in effect for this device. It was noted that the patient's chart was reviewed, and it had been noted that the device was part of the advisory; therefore, ts advised increasing patient follow-ups to monthly and replacing within 30 days of elective replacement indicator (eri). To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.